Event description:
Customer reported that a printout of a patient event record indicates that 100 joules was delivered to a patient. The facility's energy protocol was 200, 300, and 360 joules. No adverse affects to the patient were reported as a result of the alleged malfunction.